Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08785 inches. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. Device left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump primed properly and no unexpected motor noise, no delivery alarms, backlight anomalies, battery errors, or keypad errors. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they was hospitalized in intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 1000 mg/dl at the time of incident. The customer experienced symptoms such as positive results in ketones, nausea, abdominal pain, difficulty in breathing, chest constriction and incoherent. The customer was using the insulin pump within 48 hours of reported event. The customer was treated with manual injection and treatment given in hospital was by intravenous insulin. Customer also stated that they experienced low blood glucose level of 210 mg/dl to 33 mg/dl and was treated with sugar water and before dinner blood glucose level was 435 mg/dl. Customer reported that the insulin pump was delivering wrong amount of insulin during bolus, buttons were sticky and nonresponsive, insulin was squirting during priming and back light was very dim and hard to saw in low light conditions. Customer also reported that they need to change battery every 2 weeks or less and had diminished battery life, settings were resent during battery change, insulin pump was grinding during prime and rewind, need to prime and rewind more than once and insulin pump had no delivery alarms. The insulin pump will be returned for analysis.